Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a slight yellowing of the keypad cover, damaged dso sensor, several cracks on the back housing near ac connector, and missing battery door. The customer reported complaint was confirmed. The cause of the keypad yellowing was found to be previous contamination. The keypad overlay was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the keypad has yellowed. There was unknown patient involvement and unknown patient harm/adverse event reported.